Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o needle valve was replaced, n2o link was setup and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a pre-use checkout, the n2o stuck at the 10 liters per minute, and n2o dail is loose. The hypoxic link is not working. There was no reported patient involvement.